Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant procedure of implantable cardioverter defibrillator (ICD) great difficulty encountered during at tempt to connect a competitor lead. Definite intolerance between the ICD header and the insulation of the competitor lead, resulting in difficulty with electrical connection for all poles. Force applied and/or silicon oil used to complete connection. The ICD remains in use. No patient complications have been reported as a result of this event.